Event description:
It was reported that the insulin pump alarmed motor error and was hospitalized due to high blood glucose levels. The customer's mother reported that she had discontinued the use of the insulin pump for 3 weeks due to the motor error alarm and was only using another insulin pump at the moment. The caller did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.